Event description:
Engineering triggered an investigation based upon product failures involving the therapy connector. These failures concern broken low voltage male pins on mating therapy cables. Broken pins could result in an inability to administer device defibrillator or pacing therapy to a patient.